Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they had red-tagged an alaris pcu and also two alaris standard channels that they were using to instill IV fluids into the access line of a hemodialysis circuit. This means that the fluids were entering a line that was under negative pressure, as it was pulling blood out of the patient. With both of these channels, they got an alert, once after 2 minutes and once immediately upon start, they then experienced code "22.4180," which was a hard stop for the channel, and the alert on the screen said to discontinue use and replace with another channel. The same thing happened when they used another channel. The alaris pcu that we were using was running another fluid through a different channel and did not have any alarms. We replaced the alarming channel and that one also had the same alarm. It was also mentioned that a similar event happened on the evening of 4/17 around 2110. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that they had red-tagged an alaris pcu and also two alaris standard channels that they were using to instill IV fluids into the access line of a hemodialysis circuit. This means that the fluids were entering a line that was under negative pressure, as it was pulling blood out of the patient. With both of these channels, they got an alert, once after 2 minutes and once immediately upon start, they then experienced code "22.4180," which was a hard stop for the channel, and the alert on the screen said to discontinue use and replace with another channel. The same thing happened when they used another channel. The alaris pcu that we were using was running another fluid through a different channel and did not have any alarms. We replaced the alarming channel and that one also had the same alarm. It was also mentioned that a similar event happened on the evening of 4/17 around 2110. There was patient involvement, but the outcome is unknown.